Event description:
Customer reported the system lost the fluoro image during a case then displayed a communication error. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge representative replaced the 5v power supply and reloaded calibration files as a precautionary measure. System operates as intended.